Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of ligator housing break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the transparent cap of the ligator was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of ligator housing break. Block h11: investigation result the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was found to have no bands on it and the lower rubber part was detached. The handle did not have evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. It was found that the device's instructions for use (IFU) were not followed, as the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This likely affected the band deployment, since the trip wire could not function properly with the handle once the ligator housing was installed on the scope. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of ligator housing break was confirmed. It is possible this is related to how the device was manipulated while it was being prepared or how the device was used. If the ligator housing was grabbed with excessive force, this could have caused the bands to come off the ligator housing. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the transparent cap of the ligator was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.